Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced upper respiratory infection and diabetic ketoacidosis and was subsequently hospitalized. Tandem technical support made multiple follow up attempts to obtain additional information; however, no response received.